Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient had a congestive heart failure. It was reported that during percutaneous left atrial appendage closure, a nrg transseptal needle was selected for use. General anesthesia was administered, and an ultrasound was performed to confirm that there was no blood clot in the heart. A venipuncture was performed, and heparin was administered. The procedure proceeded smoothly, and just as the atrial septum was being tented, the patient's vital signs began to deteriorate. The septal puncture was not completed, and cardiopulmonary resuscitation (CPR) was performed. Percutaneous cardiopulmonary support (pcps) and an intra-aortic balloon pump (iabp) were then introduced. The laac procedure was cancelled. The physicians noted that the patient may have been unable to tolerate the anesthesia due to underlying medical conditions. The device is not expected to be returned for analysis. In the physician opinion, the patient may have been unable to tolerate the anesthesia due to underlying medical conditions. It is also possible that the patient's background of pulmonary hypertension contributed to circulatory failure. The nrg needle was inserted inside the body, but it was stored inside the non-boston-scientific sl sheath and was not energized. The procedure was canceled before the watchman sheath and device were opened, so the product was not used. The nrg was retracted inside the sheath. There was no change in the pericardial fluid. Patient symptoms were decreased blood pressure, increased heart rate, and spo2 could not be measured accurately due to atrial fibrillation.

Manufacturer narrative:
Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient had a congestive heart failure. It was reported that during percutaneous left atrial appendage closure, a nrg transseptal needle was selected for use. General anesthesia was administered, and an ultrasound was performed to confirm that there was no blood clot in the heart. A venipuncture was performed, and heparin was administered. The procedure proceeded smoothly, and just as the atrial septum was being tented, the patient's vital signs began to deteriorate. The septal puncture was not completed, and cardiopulmonary resuscitation (CPR) was performed. Percutaneous cardiopulmonary support (pcps) and an intra-aortic balloon pump (iabp) were then introduced. The laac procedure was cancelled. The physicians noted that the patient may have been unable to tolerate the anesthesia due to underlying medical conditions. The device is not expected to be returned for analysis. In the physician opinion, the patient may have been unable to tolerate the anesthesia due to underlying medical conditions. It is also possible that the patient's background of pulmonary hypertension contributed to circulatory failure. The nrg needle was inserted inside the body, but it was stored inside the non-boston-scientific sl sheath and was not energized. The procedure was canceled before the watchman sheath and device were opened, so the product was not used. The nrg was retracted inside the sheath. There was no change in the pericardial fluid. Patient symptoms were decreased blood pressure, increased heart rate, and spo2 could not be measured accurately due to atrial fibrillation.